Manufacturer narrative:
The field service representative inspected the module onsite and replaced the r1 and r2 probe and mixer #1. Additional smartwashes were also configured for magnesium. A definitive cause was not identified for the issue. No additional discrepant magnesium patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic magnesium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. The alinity ci-series operations manual and the alinity c service documentation, provide adequate information regarding the troubleshooting of erratic/discrepant results. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The customer ran sample on another alinity c and the result was lower. The results were not reported out. The following data was provided: processed on (B)(6) 2022 sid (B)(6) initial result: 3.19, repeated on another alinity c result = 0.79. Uom = mmol/l. Reference range 0.66-1.07 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient identifier: sid (B)(6).